Event description:
The dilator of a 5f avanti + sheath introducer broke in half when the physician was trying to insert into the sheath. Another avanti was opened and used to continue with the case. There was no reported patient injury. The product was stored at the account in the cath lab. The product appeared normal when taken from its packaging initially. After it snapped in half the staff took a look at the item and it appeared to be brittle. There was no difficulty flushing the components and no difficulty assembling the components. The device broke when inserting the dilator. The procedure was successfully completed. Additional procedural details were requested but were unknown. Patient details including demographics, medical history and reason for the procedure were requested but were not available . The device will be returned for analysis.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The dilator of a 5f avanti + sheath introducer broke in half when the physician was trying to insert it into the sheath. Another avanti was opened and used to continue with the case. There was no reported patient injury. The product was stored at the account in the cath lab. The product appeared normal when taken from its packaging. Staff inspected the item after it snapped in half, and it appeared to be brittle. There was no difficulty flushing the components and no difficulty assembling the components. The procedure was successfully completed. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 17853367 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿vessel dilator- separated¿ could not be confirmed. Shipping, storage, or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a dry, dark, cool place. If increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time